Event description:
It was reported that during interrogation the elective replacement screen was visible but rate remained at 85 beats per minute and battery at 2.61 volts. The device was reset and reinterrogated, and the elective replacement indicator screen did not re-appear. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.